Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address acetabular and femoral loosening.

Manufacturer narrative:
(B)(4): litigation documents were received. Litigation alleges that the patient suffered severe pain, discomfort, which affected his ability to walk, sleep and move and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.